Event description:
There was no device failure, malfunction or complaint reported. The pt underwent mitral valve repair via a minimally invasive approach. After completion of the mitral valve repair procedure, during weaning of cardiopulmonary bypass, the pt's heart rhythm became irregular. Examination of the aorta by transesophageal echocardiography demonstrated the aortic dissection. A sternotomy was performed, and the aortic arch was repaired. This was complicated by diffuse bleeding, followed by cardiogenic shock and eventual pt death.